Event description:
It was reported that the screen of the device went black during use. Reportedly, the user had to change some settings and when pressing the screen, the screen went black. Eventually, the screen restarted and posted the alarm ¿cockpit restarted¿. It was reported that the ventilation was not interrupted. No health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. The analysis of the log file could confirm that the cockpit of the device performed a single restart. The cockpit restart was brought to the user's attention by posting visual and auditory alarms. The ongoing ventilation was not affected by that issue and was being continued as set. The log file analysis does not point to a persistent hardware malfunction of the cockpit. It is recommended to verify the proper function of peripheral components. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation will not be affected by a restarting cockpit and will be continued as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. Monitoring functions and the user interface of the cockpit are not available during the restart. After successful completion of the warm start, the system will post the alarm message ¿cockpit restarted¿ with accompanying audible alarm tone. Based on the investigation results this case is assessed to be not reportable anymore as neither a death nor a serious deterioration in the patient's state of health occurred and this is not to be expected in the event of a recurrence.

Event description:
It was reported that the screen of the device went black during use. Reportedly, the user had to change some settings and when pressing the screen, the screen went black. Eventually, the screen restarted and posted the alarm ¿cockpit restarted¿. It was reported that the ventilation was not interrupted. No health consequences for the patient reported.